Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the endotracheal tube's cuff was not maintaining pressure and made a gurgling sound during use. When more pressure was added to the cuff, the pressure dropped instantly to zero. The tube was replaced, and while examining the removed tube, a hole in the cuff was noticed. The patient had a lot of mucus that passed the cuff up to the mouth and had low oxygenation from time to time, but according to the customer, it was impossible to state if it was a result of the cuff.